Event description:
Reporter alleged blood glucose monitoring device generated two results at the same time with one drop of blood. Reporter stated the device result was 114 mg/dl and a second result was 98 mg/dl without using a different test strip or drop of blood. A request was made for the return of the suspect device and replacement product was sent.